Manufacturer narrative:
Despite multiple requests, this hospital was unwilling to provide any additional information about this event. As no further information concerning this event is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise. No inappropriate therapy or pacing inhibition has been observed. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.